Manufacturer narrative:
(B)(4) date sent to the FDA: 07/05/2016. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: where was the location of the laceration?- on the face (right cheek). What type of sedation was given to the patient in order to find and remove the needle? - ketamine and versed. How was the sedation administered? What was the dosage?- ketamine IV 25mg, versed IV 2mg. Please provide further details of how the needle piece was removed from the laceration. It was a trial and error type of removal. Initially the provider used a scalpel to cut ¿deeper¿ into the laceration but was unsuccessful in locating the lost needle. At that point, he used his finger to palpate inside the laceration and by doing so this caused the needle to ¿pop out¿ and he was able to grab the needle using hemostats and it was then removed. Please provide the initials, gender, age, weight and bmi for the patient. - (B)(6), male, (B)(6). Were there any adverse patient consequences?- the patient tolerated the sedation well but the laceration was made deeper by the provider in order to attempt to remove the needle. The mother was slightly distraught by the situation. What is the patient¿s current status?- unknown.

Event description:
It was reported that the child underwent a facial laceration closure procedure on (B)(6) 2016 and the suture was used on a right cheek. During the procedure, the needle broke off and ketamine IV 25mg and versed IV 2mg sedation were used to find and remove the needle. The patient tolerated the sedation well but the laceration was made deeper by the surgeon in order to attempt to remove the needle. It was reported that there was a trial and error type of removal. Initially the surgeon used a scalpel to cut "deeper" into the laceration but was unsuccessful in locating the lost needle. At that point, the surgeon used his finger to palpate inside the laceration and by doing so this caused the needle to "pop out". The surgeon was able to grab the needle using hemostats and removed it. The patient's current status is unknown.

Manufacturer narrative:
All visual and functional test requirements were met.